Event description:
Healthcare professional reported "four cases in which bacteria were confirmed by culture of the waste fluid were treated with antibiotics", "expander was exposed during the procedure", "redness of the affected area and other inflammatory symptoms disappeared, but the strong digestive symptoms made it difficult to continue administering the medication". Device were explanted.

Manufacturer narrative:
The event of "infection (unknown onset) and exposure" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset) and exposure.